Event description:
It was reported that the zimmer pulsavac plus battery pack ran hot after cutting the cable which connected a handgun to battery pack. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the investigation is complete.